Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line clamp was not open during priming, leading to an incompletely primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was connected to the patient line of a homechoice cassette prior to it being properly primed. This occurred during setup for peritoneal dialysis. The care giver did not open the patient line clamp during priming and later connected the patient to the patient line. The technical services representative advised the care giver to start over with new supplies and reviewed proper procedures with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.